Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose (bg) of 1500 mg/dl, trace ketones, and vomiting. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2021 with no permanent damage. The cause of the reported issue was unknown. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, the customer did not respond.